Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was observed that the device's proximal sensor failed testing. The device's sensor board was replaced to address the issue. Additionally, dirt was confirmed on the flow sensor and replaced to address the issue. Also, repair test, alarm check, battery check, run in tests, and cleaning were performed. The unit operated properly. The pollen filter, exhaust fan assembly, and 43 micron filter were replaced preventatively.